Event description:
The patient has come back with recurrent headache that has been more problematic. His CT scan showed a disconnection of bioglide ventricular catheter, requiring shunt revision.patient was given general endotracheal anesthesia, prepped and draped. The cranial incision was opened and the reservoir was elevated. As expected, the snap-on cup from the ventricular catheter came out with the reservoir without any ventricular catheter tubing. Then turned our attention to the entry site of the ventricular catheter. After removing some of the scar surrounding the opening the catheter was visible, the old ventricular catheter was removed. The new catheter was passed over the guide wire into the ventricle. The wire was removed. The wound was irrigated with bacitracin solution. The snap-on system was connected to the new ventricular catheter. Both wounds were then irrigated with bacitracin solution and carefully closed.====================== health professional's impression======================as expected, the snap-on cup from the ventricular catheter came with the reservoir without any ventricular catheter tubing. Disconnection has been a problem with the bioglide catheter.====================== manufacturer response for ventriculoperitoneal shunt, bioglide catheter======================the manufacturer is aware of this problem and has issued a recall on this bioglide catheter, (FDA recall #'s z-1124-2009 to z-1134-2009).